Event description:
It was reported that there was baseline noise on the atrial lead along with intermittent atrial undersensing. Additionally, "small artifact" was seen on the ventricular lead. The noise and undersensing had resolved after the patient was back in room after surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.